Manufacturer narrative:
(B)(4): precision of instrument was in range. Possible sample related issue (mixing, draw technique (finger stick). Possible sample collection technique or processing. On (B)(6) 2008, (B)(6), reported discrepant results on hemoglobin and hematocrit. The physician questioned results and the patient was sent to the reference lab for recollection. The repeated collection was normal. Patient care was not delayed or impacted due to discrepant results. The discrepant results were shown as follow: cell-dyn 1800, wbc 6.3 k/ul, rbc 2.75 m/ul, hgb 6.9 g/dl, hct 22.9%, mcv 83.4 fl, plt 174 k/ul. Reference lab wbc 13.5 k/ul, rbc 4.61 m/ul, hgb 12.3 g/dl, hct 35.5 %, mcv 77.2fl, plt 282 k/ul. The specimen was a micro-container fingerstick and the reference lab was a venipuncture collection style. The micro-container had liquid edta. The customer was unsure of the appearance of the specimen and unsure of how full the micro-container was and if it was mixed well before running (micro-container fill volume should be 125 ul). Quality controls were all in range before the specimen ran. Background counts in all specimens. All maintenance was current; no issues with the probe, or syringes observed. The customer technical advocate (cta) discussed with the customer that the issue might have been related to the specimen integrity. The customer did not send the micro-container specimen to the reference lab for a repeat run and did not repeat specimen. The cta recommended running a precision to determine if it was within specification at that time and to call with results. On (B)(4) 2008, the customer called back stating that precision was within specification after cleaning aperture plates and replacing precision study with a new sample. Since the issue, the customer has tested approximately 20 patient samples in addition to background and daily qc and issue has not recurred. The complaint was investigated by review of the complaint text, review of the cell-dyn 1800 system operators manual, review of complaint information on the cell-dyn 1800 product and review of the data provided. No issue related to the customers concern was identified on review of complaint information. The cell-dyn 1800 system operators manual (07h80-01, revision e) under section 5, page 5-52, provides information in regards to specimen collection. In the case of micro-collection specimens the minimum volume is 50ul and the operator is referred to the manufacturers package insert and (B)(4). Abbott hematology educational monograph; prevention of patient hemoglobin errors; attachment a: (B)(4) provides information regarding pre-analytical errors, specifically, mixing errors on page 2 of 6. When hand-mixing a blood specimen, it is essential to produce a uniform suspension of the blood cells. If the specimen is insufficiently mixed, and a sample is taken from the top of the blood, erroneously low hgb and rbc results are generated, along with increased white blood cell (wbc) and platelet (plt) concentrations. When a sample is taken from the bottom of the blood tube, erroneously high hgb and rbc results are found, with low wbc and plt concentrations. A review of the complaint analysis trending system (cats) and trending analysis support system (tass) reports did not indicate any adverse trend for the cell-dyn 1800, list number 07h77-01, related to issues with discrepant results with fingerstick specimens. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the doctor has questioned low hgb and hct results generated on the cell-dyn1800 analyzer. The patient sample tested at the site was a fingerstick sample. The patient was sent to the reference lab, and a venous sample was collected. The account provided all the results generated for this patient.cd 1800(at site) reference labwbc=6.3 k/ul wbc=13.5 k/ulrbc=2.75 m/ul rbc=4.61 m/ulhgb=6.9 g/dl hgb=12.3 g/dlhct=22.9% hct=35.5%mcv=83.4 fl mcv=77.2 flplt=174 k/ul plt=282 k/ulthere was no impact to patient management reported.